Event description:
It was reported that the patient visited their endocrinologist and was diagnosed with a skin infection. For treatment, the patient was prescribed antibiotics for one week. The pod was worn on the abdomen for longer than 48 hours. The patient was discharged after 15 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone, lockdown. Cloud - omnipod 5 software app version, 3.1.1. Cloud - smartphone operating system, n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware, n5004l. Cloud - cgm sensor type, g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.